Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: h6 for device not returning.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted prophylactically with no known malfunctions, and the patient was in stable condition.